Event description:
It was reported that the ilet user experienced frequent hypoglycemia after announcing meals incorrectly, including choosing ¿less than¿ instead of ¿usual,¿ which led their healthcare provider and trainer to advise a factory reset and re-setup with adjusted targets; the issue related to user operation and the user interface. Symptoms included hypoglycemia with blood glucose with a nadir of 54 mg/dl. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.